Manufacturer narrative:
H6, adverse event problem codes, corrected data: supplemental report #1 inadvertently submitted without selecting b13 for type of investigation and submitting duplicate b01 code.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that the patient was experiencing an increase in seizures. Implant card was later received reporting a full revision due to high impedance. The explanted devices have not been received by the manufacturer to date. No other relevant information has been received to date.

Manufacturer narrative:
B6, relevant tests/laboratory data, including dates, corrected data: initial report inadvertently submitted without high impedance data. D4, device information, corrected data: initial report inadvertently submitted without lot number. H3, device evaluated by manufacturer, corrected data: initial report inadvertently submitted without selecting "no" for device evaluated by manufacturer. H6, adverse event problem codes, corrected data: initial report inadvertently submitted without selecting b01 for type of investigation.